Event description:
Gore received a published book abdominal wall reconstruction (abdominal wall reconstruction; chapter 22; isbn: 978-1-941805-00-8). The product specialist reviewed the book and identified in chapter 22 a photo of an infected eptfe (expanded polytetrafluoroethylene) mesh that was being explanted. The photo leads us to believe that this is gore dualmesh® biomaterial. According to the chapter text, the mesh was not incorporated and was easily removed from the surrounding tissues. No further information was provided.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible.